Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0357758. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted device and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. To prevent future occurrences of the nature, our facility has optimized our line checks to identify and remove excess build up of silicone.

Event description:
It was reported that 5 bd intima-ii¿ closed IV catheter systems had solidified silicone in their needles. The following information was provided by the initial reporter, translated from (B)(6) to english: "since the nurse found burrs in the indwelling needle catheters of this batch before, the nurse checked the 5 indwelling needles of this batch and found that all the 5 catheters tubing had burrs." Via bd investigation: "additionally, visual evaluation of the submitted device and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone."